Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). Previously reported device code and conclusion code in the initial summary were incorrect. The correct code is only conclusion code .

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information received indicates that probable cause of the infection is laproscopic gallbladder. The patient was stable before, during and after the procedure.